Event description:
An open spinal procedure was performed. During the procedure, navigation inaccuracy was identified at right l4, with lateral screw positioning observed on intraoperative imaging. The screw was subsequently repositioned. No patient harm was reported. The investigation determined that this was an isolated event. No device malfunction, software issue, or reference stability problem was identified. Skiving related to user technique was considered the most likely contributing factor; however, a definitive root cause could not be conclusively confirmed. The system functioned as intended during the procedure.